Event description:
It was reported that one of the leads was frayed. It was noted that they had wanted to do an MRI. The previous implant was removed and the patient just had one implant. It was noted that the healthcare professional would avoid the MRI and would go for a computerized tomography (CT) scan. Additional information received reported the cause of the event was the frayed wire, lead. Surgical intervention had occurred on (B)(6) 2014. Patient had an explant/revision. The right frontal deep brain stimulator lead was removed and revised. Patient had required hospitalization due to the event. Patient outcome was repeat surgery.

Event description:
Additional information received reported the patient¿s first surgery went well and after that it had been a disaster. After the patient¿s second surgery, their surgeon told them that there was a problem with a frayed wire and they would have to redo the surgery. The patient stated that all of their problems started because of the frayed wire.

Manufacturer narrative:
Product ID 3387s-40 lot# va0bh4q, implanted: 2013 (B)(6); product type lead product ID 3387s-40 lot# va0b0xv, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0bh4q, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0b0xv, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).